Event description:
It was reported through a research article identifying drg ipg system that may be related to a serious injury. Specific patient information is documented as unknown. Details are listed in the article, titled 'disease applications of spinal cord stimulation: chronic nonmalignant pain'.

Manufacturer narrative:
Specific patient information is documented as unknown. Details are listed in the article, titled 'disease applications of spinal cord stimulation: chronic nonmalignant pain'. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.